Manufacturer narrative:
Upon inspection, the technician found that the CPR was not responding due to a stuck CPR valve. Per the hillrom service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on jan 8th, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The field service technician replaced the CPR valve to resolve the alleged issue. Based on this information, no further action is required.

Event description:
The customer alleged the CPR was not responding. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).